Event description:
Pt's cadd legacy pump is showing error 13320 on screen - looked in manual and could not find anything that could be troubleshooted. Sending new pump pt for tomorrow. Mom will return broken pump to ups. No harm to pt, she was not hooked up to the pump at the time. No further info available. Dates of use: unk. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.